Event description:
It was reported that during an inservice at the account that a CPR back board was pulled from a code cart and it was identified that the backboard could be difficult to slide under the mattress. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.